Event description:
The customer reported that the 6800 system is alarming and is unable to produce x-rays. No patient injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The power input and transformer strapping were inspected, however, the problem could not be duplicated. The system was tested and is operating as intended.